Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was accidentally turned "on." When the device was on the pt had symptoms that were the same as a different event when the pt had pain down her right leg that felt like "pins and needles" and she had numbness.